Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The received pictures were reviewed and the complained malfunction can be confirmed. It looks like the thread flanks of the cannulated screw did first peel off and then break off at the crossover to the shaft. Product was not returned and no lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that during an unknown procedure on (B)(6) 2020, the threads of 4.5mm cannulated screw 40mm (ss) stripped off of screw completely upon insertion over guide wire. There was an unspecified amount of surgical delay during the procedure. Fragments were generated, but were removed easily without additional intervention. Procedure was completed successfully. No further information provided. Concomitant devices reported: guide wire (part# unknown, lot# unknown, quantity# 1) screwdriver (part# unknown, lot# unknown, quantity# 1). This report is for 1 4.5mm cannulated screw partially threaded/40mm. This is report 1 of 1 for complaint (B)(4).